Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two rounds of inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks due to an episode of atrial arrhythmia. This device delivered all programmed therapy available. It remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two rounds of inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks due to an episode of atrial arrhythmia. This device delivered all programmed therapy available. Additional information was received that this device was explanted due to therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two rounds of inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks due to an episode of atrial arrhythmia. This device delivered all programmed therapy available. Additional information was received that this device was explanted due to therapy upgrade. No additional adverse patient effects were reported. This device has been received for analysis.